Event description:
It was reported that the customer put air in the cuff during the use of the product, but the cuff would not inflate. There was no patient injury reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other text: d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Three pictures were attached, during the analysis conducted it could be observed a top view of the product, then a focus on the cuff where can be note a mark as a scratches on the surface. The cuff of the sample received was inflated according the recommendations on information for use with air using a syringe in order to evaluate the cuff. Cuff was not unable stay completely inflated, thus the failure mode reported was confirmed. The root cause of the reported issue was found to be most probably the cuff was damaged during an insertion of the tube. No corrective action was required as there was no information to suggest that the product become damaged during manufacturing since product was 100% leak tested and each cuff shall be also tested by customer prior use.

Manufacturer narrative:
Other text: d4 UDI is unknown. No product information has been provided to date. Additional information: d3 d5 h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Three pictures were attached, during the analysis conducted it could be observed a top view of the product, then a focus on the cuff where can be note a mark as a scratches on the surface. The cuff of the sample received was inflated according the recommendations on information for use with air using a syringe in order to evaluate the cuff. Cuff was not unable stay completely inflated, thus the failure mode reported was confirmed. The root cause of the reported issue was found to be most probably the cuff was damaged during an insertion of the tube. No corrective action was required as there was no information to suggest that the product become damaged during manufacturing since product was 100% leak tested and each cuff shall be also tested by customer prior use.